Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) male consumer reporting on self from the united states. The medical history included high blood pressure, insertion of pacemaker and heart problem for which defibrillation was used. The concomitant medications were not reported. On (B)(6) 2012, the consumer used band-aid brand adhesive bandages tough strips, one band-aid, once, cutaneously to cover a cut on his right hand thumb (lot number 3101b, expiration date unspecified). On the same day, a string hanging from the fraying band-aid caught fire and his hands got burned. He did not use the device further. On the same day, he applied water and then went to the emergency room where an unspecified burn cream was applied and his hands were wrapped. He was released the same day. The next day, he went to a burn center in a hospital where skin grafting was performed and he was released the same day. He was prescribed with loritab (acetaminophen and hydrocodone) for pain and antibiotic doxycycline. The event was resolving. This report was assessed as serious (required intervention). The company causality was assessed as possible.

Event description:
This spontaneous report was received on (B)(6) 2012 from a (B)(6) male consumer reporting on self from the united states. The medical history included high blood pressure, insertion of pacemaker and heart problem for which defibrillation was used. The concomitant medications were not reported. On (B)(6) 2012, the consumer used band-aid brand adhesive bandages tough strips, one band-aid, once, cutaneously to cover a cut on his right hand thumb (lot number 3101b, expiration date unspecified). On the same day, a string hanging from the fraying band-aid caught fire and his hands got burned. He did not use the device further. On the same day, he applied water and then went to the emergency room where an unspecified burn cream was applied and his hands were wrapped. He was released the same day. The next day, he went to a burn center in a hospital where skin grafting was performed and he was released the same day. He was prescribed with loritab (acetaminophen and hydrocodone) for pain and antibiotic doxycycline. The event was resolving. This report was assessed as serious (required intervention). The company causality was assessed as possible.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.